Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level went from 300 mg/dl to 400mg/dl. Current blood glucose level was 102 mg/dl. The customer did not provide details regarding symptoms or treatment of their high blood glucose episodes. The customer declined troubleshoot for high blood glucose. The device will not be returned for analysis.